Event description:
It was reported to tyco/kendall healthcare in 2005 that a customer has a problem with the dual lumen right atrial cath. The customer alleges "in the beginning of may a hematologic clinic found that 5 raaf catheters had burst at the connector. The light grey connector (vein) but not the other connectors had burst. The routines have not changed at the clinic, no patient injury noted.